Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bled over 5 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian mass ("significantly large mass on left ovary ") and loss of personal independence in daily activities ("struggle just to do daily activity"). The patient was treated with surgery (she was scheduled to undergo essure removal surgery on tuesday). At the time of the report, the genital haemorrhage, ovarian mass and loss of personal independence in daily activities outcome was unknown. The reporter considered genital haemorrhage, loss of personal independence in daily activities and ovarian mass to be related to essure. "Concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added.events:I was suppose to have surgery last tuesday were deleted. New event: bled over 5 month , significantly large mass on left ovary, struggle just to do daily activity were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I was suppose to have surgery last tuesday') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was scheduled to undergo essure removal surgery on tuesday). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.